Event description:
It was reported that the carry handle was broken. The programmer was returned for service. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that both case handles were broken. It was also noted that the media bay door was broken, the stylus pen was unable to be calibrated and there was an error found in the error log.